Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The computer serial cable was returned for analysis. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The reason for the communication difficulties is associated with 2 bent pins in the dell axim connector plug; however, a cause for the condition is unknown. Once the pins were straightened, no further anomalies were identified. It was confirmed the bent pins in the handheld computer serial data cable caused a short circuit condition; following repair of the pins, full product functionality was restored.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns dell x5 serial cable was causing intermittent communication problems. One of the teeth in the serial cable was visibly bent, and prevented a secure connection to the computer. Troubleshooting with the vns computer and programming wand identified the serial cable as the likely cause of the communication problems. Attempts for return of the serial cable are in progress.